Event description:
It was reported that the balloon of the balloon guide catheter (bgc) burst on the first inflation inside the patient's internal carotid artery; however, the physician advanced the retrieval device and performed three passes through the bgc and after this uneventfully removed the bgc from the patient. Aspiration was performed with a non-stryker balloon catheter. There was no clinical consequence the patient due to the reported event.

Manufacturer narrative:
The device is not available to the manufacturer.

Manufacturer narrative:
Correction: product available to stryker - corrected. The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic analysis of the returned device found that the balloon had a hole/ perforation and the balloon guide catheter shaft was kinked at 27.0 cm from its proximal end. No other anomlaies were found. The device measurement were within specification. During functional test the balloon failed to inflate and water leaked out of the balloon. Based on the information available and the investigation results it is likely that the reported event is related to some procedural factors limited the performance of the device. Therefore, it was determined that the reported event was related to operational context.

Event description:
It was reported that the balloon of the balloon guide catheter (bgc) burst on the first inflation inside the patient's internal carotid artery; however, the physician advanced the retrieval device and performed three passes through the bgc and after this uneventfully removed the bgc from the patient. Aspiration was performed with a non-stryker balloon catheter. There was no clinical consequence the patient due to the reported event.